Event description:
Tech states the provider alleges the chair will stop driving with no error code displayed.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.